Event description:
In 2007, three gore tag thoracic endoprostheses were implanted in this pt to treat a thoracic aortic aneurysm. The following month, the pt presented with a hematoma. Two days later, the pt underwent repair of a right femoral artery pseudoaneurysm. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified this lot met all pre-release specifications. Additional devices implanted and involved in this event.